Event description:
Srr int 500-600 pump high ketones not life threat it was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 500-600 mg/dl with high ketones that were not identified as life threatening. Elevated blood glucose was addressed with a correction bolus via the pump. The customer resumed insulin therapy.